Event description:
Genesis sterilization container opened for instrument tray access in or case to find black debris on solid bottom of container. Containment measures for patient safety were completed and continue as needs are identified. Root cause analysis was conducted to determine genesis container lid gasket material to be consistent with the debris material. 37 instances of black debris in genesis containers were reported between a two-month timeframe. This has occurred on multiple occasions and involves multiple lot numbers: 3201016d19, 3213043f19, 3193383c19, 3205231e19, 3205233e19, 3205233e19, 3203317d19, 3193884c19, 3206144e19, 3207744e19, 3203316d19, 3205232e19, 3207311e19, 3206146e19, 3206143e19, 3208300e19, 3204536e19, 3203319d19, 3207308e19, 3203318d19, 3212249f19, 3210142e, 3204537e19, 3204357e19, 3206152e19, 3205046e19, 3209810e19, 3210142e19, 3205045e19, 3202119d19, 3212249f19, 320153e19, 3204539e19, 3208658e19, 3206155319, 3202642d19, 3209808e19, 3202401d19, 3202641d19, 3206147e19, 3204065e19, 3205121e19, 317769l18, 3176589l18, 3177768l18, 208093e19, 3207314e19, 3204899e19, 3208680e19, 3181841a19, 3177770l18, 2954560c17, 3209803e19, 3174427l18, 3200546d19. Manufacturer response for sterilization container, bd genesis container (per site reporter): bd has indicated they will be following up with quality control issues.